Manufacturer narrative:
Date sent: 06/11/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an lavh procedure, the blade tip broke off, fell into the patient and was not removed. There was no other patient outcome reported.